Event description:
It was reported the implantable neurostimulator (ins) did not work for the patient so it was explanted. Further information has been requested to obtain the cause of the event and outcome. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 77a260, serial# (B)(4), product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 3550-29, lot# n445308, implanted: (B)(6) 2014, product type: accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).